Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). The patient had a prior medical history of a severely stenosed valve and underwent an emergency valvuloplasty one week earlier due to the heart failure and poor left ventricular function. Prior to the procedure, the patient had a prior medication history of antiplatelet. During the procedure, aortic annulus rupture had occurred, bleeding into the pericardial space was noted. It was attempted to drain inserted bleeding, but it was not controlled so heparin was reversed, and subsequent clot formed. A sternotomy was performed to intervene this event. There was no clinically significant delay reported. The patient had an extended hospitalization. The patient was transferred to an intensive therapy unit (itu).